Manufacturer narrative:
The lot was manufactured from august 15, 2019 - august 17, 2019. The device was received for evaluation. A visual inspection was performed and a reddish-brown particle inside the tubing was identified. The particle was found to be embedded in the tubing line and therefore not in the fluid pathway. The reported condition was not verified. The particle was subsequently identified to be polyvinyl chloride (pvc) material via ftir spectroscopy testing. Pvc is the raw material of the device tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of december 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black dot was observed on the tubing of a small volume intermate. This was identified prior to patient use. There was no patient involvement. No additional information is available.